Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that system configured with a 'repeat' pattern that was not mapped correctly in the server. A technical support specialist (tss) advised the customer to edit the pattern, select the correct mapping pattern (qnh), enter the number of hours, days, or minutes based on the pattern, and add a description (in the previous example, every 6 hours). The tss then reviewed existing orders and ensured all frequency codes were mapped correctly. The customer confirmed that after mapping the codes, the orders appeared on due now with no further issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, due medications failed to trigger. For certain medications, including dexamethasone and nimodipine, the orders did not appear under "due meds" when the user attempted to pull medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.